Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on (B)(6) 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p.the patient was revised due to pain, loosening, pseudotumor and osteolysis,swelling.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the right side on (B)(6) 2006. The pt was revised on (B)(6) 2015 due to unk reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a notification in 07/2008 as referenced above. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessement, an emended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number fo this file (B)(4).